Manufacturer narrative:
The complaint cannot be verified due to mishandling of the product. The soft components of the housing are worn down heavily and restricted handling of the pump is a possible implication. Therefore, moisture entered the insulin pump and destroyed the functionality of the buttons and the pump electronics. The up button is permanently active due to external mechanical damage.

Event description:
On (B)(6) 2013, patient reported up button on the infusion device does not respond and the protective cover has broken off. The infusion device was not dropped on a hard surface, and the button does not respond even when pressed hard. He switched to his backup infusion device, and the primary infusion device was replaced and requested for evaluation. No physiological effects were reported, and he did not require treatment from a healthcare professional or second party to address the issue.

Manufacturer narrative:
It is unknown if the initial reporter sent report to the FDA.